Event description:
Bayer case number: (B)(4). I am allergic to chromium salt [chromium allergy] unwanted pregnancy [pregnancy with contraceptive device] heart palpitations [palpitations] feelings of choking that started three and a half years after insertion and have never stopped [choking sensation] very intense fatigue [fatigue] depressed state [depressed state] device ineffective [device ineffective]. Case narrative: the below report was received by health authority ansm (reference number: r2518327) on 17-jul-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of allergy to metals ("I am allergic to chromium salt") and pregnancy with contraceptive device ("unwanted pregnancy") in a 38 year-old female patient who had essure inserted (lot no. 654825) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of salpingitis. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2013 she experienced choking sensation ("feelings of choking that started three and a half years after insertion and have never stopped"). Essure was removed on (B)(6) 2018. On unknown date she experienced allergy to metals (seriousness criterion intervention required), pregnancy with contraceptive device (seriousness criterion intervention required), palpitations ("heart palpitations "), fatigue ("very intense fatigue ") and depression ("depressed state"). The patient was treated with surgery (right laparoscopic salpingectomy (scope ++) + endometrectomy). At the time of the report, the palpitations had resolved and the choking sensation had not resolved. The outcomes for allergy to metals, fatigue and depression were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. No causality assessment was received for essure with regard to pregnancy with contraceptive device, palpitations, choking sensation, fatigue, depression or allergy to metals. The reporter commented: period of occurrence: from 2011 to 2019. Patient¿s current status: the heart palpitations, which were linked to the presence of chromium (I am allergic to chromium salts) have ceased since the removal. Diagnostic results (normal ranges are provided in parenthesis if available): [hysteroscopy] on (B)(6) 2009: female patient in gynaecological (lithotomy) position. After placing a speculum, difficulty introducing the hysteroscope after cannulation of the uterus with the hysterometer. Very retroverted uterus. Access to the ostium of the right fallopian tube allowing the introduction of the first essure. No coil visible in the uterus after release. Impossible to visualise the left ostium (very thick endometrium, very retroverted uterus). Overall: placement of a single essure in the right fallopian tube. Left ostium not visualized. History of salpingitis. Hysterosalpingography follow-up in 3 months. Case comments: a technical investigation will be conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) I am allergic to chromium salt [chromium allergy], unwanted pregnancy [pregnancy with contraceptive device], heart palpitations [palpitations] , feelings of choking that started three and a half years after insertion and have never stopped [choking sensation] , very intense fatigue [fatigue] , depressed state [depressed state] , device ineffective [device ineffective] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 17-jul-2025. The most recent information was received on 31-jul-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of allergy to metals ("I am allergic to chromium salt") and pregnancy with contraceptive device ("unwanted pregnancy") in a 38-year-old female patient who had essure inserted (lot no. 654825) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of salpingitis. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2013 she experienced choking sensation ("feelings of choking that started three and a half years after insertion and have never stopped"). Essure was removed on (B)(6) 2018. On unknown date she experienced allergy to metals (seriousness criterion intervention required), pregnancy with contraceptive device (seriousness criterion medically important), palpitations ("heart palpitations "), fatigue ("very intense fatigue ") and depression ("depressed state"). The patient was treated with surgery (right laparoscopic salpingectomy (scope ++) + endometrectomy). At the time of the report, the palpitations had resolved and the choking sensation had not resolved. The outcomes for allergy to metals, fatigue and depression were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. No causality assessment was received for essure with regard to pregnancy with contraceptive device, palpitations, choking sensation, fatigue, depression or allergy to metals. The reporter commented: period of occurrence: from 2011 to 2019. Patient¿s current status: the heart palpitations, which were linked to the presence of chromium (I am allergic to chromium salts) have ceased since the removal. Diagnostic results (normal ranges are provided in parenthesis if available): [hysteroscopy] on (B)(6) 2009: female patient in gynaecological (lithotomy) position. After placing a speculum, difficulty introducing the hysteroscope after cannulation of the uterus with the hysterometer. Very retroverted uterus. Access to the ostium of the right fallopian tube allowing the introduction of the first essure. No coil visible in the uterus after release. Impossible to visualise the left ostium (very thick endometrium, very retroverted uterus). Overall: placement of a single essure in the right fallopian tube. Left ostium not visualized. History of salpingitis. Hysterosalpingography follow-up in 3 months. Batch no: 654825; manufacture date: 31-jul-2009; expiration date: 31-jul-2012. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 31-jul-2025: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). I am allergic to chromium salt [chromium allergy] , unwanted pregnancy [pregnancy with contraceptive device] , heart palpitations [palpitations] , feelings of choking that started three and a half years after insertion and have never stopped [choking sensation] , very intense fatigue [fatigue] , depressed state [depressed state] , device ineffective [device ineffective] , placement of a single essure in the right fallopian tube [device insertion failed]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 17-jul-2025. The most recent information was received on 31-jul-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of allergy to metals ("I am allergic to chromium salt") and pregnancy with contraceptive device ("unwanted pregnancy") in a 38-year-old female patient who had essure inserted (lot no. 654825) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective") and device insertion failed ("placement of a single essure in the right fallopian tube"). The patient had a medical history of salpingitis. As concurrent condition the report mentioned retroverted uterus. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2013 she experienced choking sensation ("feelings of choking that started three and a half years after insertion and have never stopped"). Essure was removed on (B)(6) 2018. On unknown date she experienced allergy to metals (seriousness criterion intervention required), pregnancy with contraceptive device (seriousness criterion medically important), palpitations ("heart palpitations"), fatigue ("very intense fatigue") and depression ("depressed state"). The patient was treated with surgery (right laparoscopic salpingectomy (scope ++) + endometrectomy). At the time of the report, the palpitations had resolved and the choking sensation had not resolved. The outcomes for allergy to metals, fatigue and depression were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. No causality assessment was received for essure with regard to pregnancy with contraceptive device, palpitations, choking sensation, fatigue, depression or allergy to metals. The reporter commented: period of occurrence: from 2011 to 2019. Patient¿s current status: the heart palpitations, which were linked to the presence of chromium (I am allergic to chromium salts) have ceased since the removal. Diagnostic results (normal ranges are provided in parenthesis if available): [hysteroscopy] on (B)(6) 2009: female patient in gynaecological (lithotomy) position. After placing a speculum, difficulty introducing the hysteroscope after cannulation of the uterus with the hysterometer. Very retroverted uterus. Access to the ostium of the right fallopian tube allowing the introduction of the first essure. No coil visible in the uterus after release. Impossible to visualise the left ostium (very thick endometrium, very retroverted uterus). Overall: placement of a single essure in the right fallopian tube. Left ostium not visualized. History of salpingitis. Hysterosalpingography follow-up in 3 months. Batch no: 654825; manufacture date: 31-jul-2009; expiration date: 31-jul-2012. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The following amendment was made: ater internal review new event " placement of a single essure in the right fallopian tube" is added. No new follow-up information was received from the reporter. Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.